Event description:
Boston scientific received information that analysis of the stored electrocardiograms noted oversensing of noise on the right ventricular lead resulting in asystole for up to two seconds. No symptoms were reported by the patient resulting from these events. The device was reprogrammed and the patient was booked for a follow up. No adverse patient effects were reported. The right ventricular lead is a competitor lead.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.